Manufacturer narrative:
No product malfunction was reported. No product was returned for investigation root cause is unable to be determined. Labeling review: "...potential adverse events and complications; "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." Device not returned.

Event description:
On (B)(6) 2017, (B)(6) y/o patient underwent an extreme lateral interbody fusion procedure followed by a posterior fusion at the t5-s2ai levels. During the posterior fusion, the patient developed an arrhythmia from excessive bleeding that occurred during the removal of the vertebral bodies. Only one side of the rod was inserted and the surgery was completed. The vital signs of the patient became stable after surgery.